Event description:
Reporter alleged the advantage system did not detect when a blood glucose test strip was inserted for use. While on the telephone with the MFR, it was determined when a blood glucose test strip is inserted into the same system; the flashing blood drop icon is missing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.